Event description:
Shock delivered notification was received on the customer support helpline queue. Patient refused ems transport and went to the hospital ER with their spouse for medical evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.